Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 573 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer had 43 mg/dl after blousing but blood glucose reading increased to 573 mg/dl after eating. Customer also had 115 mg/dl and 145 mg/dl. Products will not be returning for analysis.